Manufacturer narrative:
The date recieved by /manufacturer was incorrect. The correct date is (B)(4) 2013. Device evaluation: the actual device has been returned. Reliability engineering evaluated the device and the reported condition was confirmed. A visual inspection of this device was performed under 10x magnification. During inspection, it was observed that the tip of the device broke off. Evidence suggested that the cutter was exposed to excessive lateral force during use. The device is designed for plunge cutting holes only. A review of the device history record did not indicate any conditions during manufacturing operations that could be related to the reported condition. The attachment device passed all manufacturing and test requirements at the time of manufacture. A trend review indicated no increase in complaints of this nature for this device. Monitoring will be conducted for similar reports to determine if further actions are required. A review of complaint history over the previous 12 months did not indicate any increasing trend in complaints of this nature for this product. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).

Event description:
Report received from (B)(6) stating the duration an unknown surgery, the surgeon "tried to connect the device with an emax2 (motor) and short attachment but would not connect well." The doctor then tried to connect the device with a qd8 (attachment) and make a hole in the bone. The tip of the drill bit was broken at the moment of contact with the bone. All pieces were retrieved. It was unknown whether or not any further medical intervention was required after retrieving the pieces. The device was sterilized at the hospital to be returned for investigation, not for reuse. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. A supplemental report will be sent once the completion of the evaluation. (B)(4).